Event description:
Patient reported right side "recall prostheses, ruptured, encapsulation, pain, feeling that breast is withered," and "signs of capsular contracture" baker grade ii. " patient additionally reported "hair loss, lack of memory, muscle pain, joint pain, fatigue, and sleep disturbance"; these events are not device related. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "recall prostheses, ruptured, encapsulation, pain, feeling that breast is withered," and "signs of capsular contracture" baker grade ii."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Device has been explanted.